Manufacturer narrative:
Unit received with blank display due to missing battery tube spring. Unable to perform operating currents, self-test, unexpected restart. A cold reset was performed test and displacement test or verify battery out limit alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had battery out limit. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.